Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic bifurcation was 14 x 28 mm. It was reported that one day after the procedure, the patient felt discomfort in the left leg and angiography was performed. The left limb of the bifurcated stent graft was confirmed to be occluded near the terminal aorta. A thrombectomy procedure was performed and a pta stent was implanted at the location of the occlusion on the same day. No additional clinical sequelae were reported and the patient is fine. The physician commented that there is a possibility that the limb was compressed at the terminal aorta and this is an acceptable result.

Manufacturer narrative:
(B)(4).